Event description:
It was reported that the right ventricular lead dislocated. During revision an insulation defect was noted on the lead, and there was fluid inside the insulation on the proximal part of the pace/sense connector. There were no signs of problems on the lead measurements. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the defibrillation conductor was fractured. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the proximal conductor fractured due to overstress, the proximal conductor showed wear, there was blood/body fluid on the outer tubing overlay, the outer insulation was melted, the outer tubing had environmental stress cracking and was breached (non-electrical), the outer insulation was breached cut, the outer tubing overlay was breached cut, and the lead was stretched. The analyst noted that the interior right ventricular cable fractured at 58.8 cm; exposed continuity is complete. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.